Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was found to have dislodged. The date of the when the dislodgement occurred is unknown. No patient symptoms were reported. The right ventricular lead was capped and replaced. The patient condition was great after the procedure.